Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was not replicated or confirmed. The device was put through extensive testing including full electrical safety testing without duplicating the report. The ECG connector was reseated as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.